Manufacturer narrative:
C(B)(4). On (B)(4) 2011, the injector discussed this case with a merz pa. They discussed injection technique and that the redness may be a result of the gel carrier sitting superficial. On (B)(6) 2011, the pt went to see dr. (B)(6). Initially dr. (B)(6) prescribed cipro 500 mg po bid, but the pt had no change after 1 week so dr. (B)(6) changed her to biaxin xl 500 mg po qd. The pt is traveling and dr. (B)(6)f will see her again in approx one month. The device history record for the reported lot number was reviewed. All required testing specifications were met prior to release; there were no abnormalities noted.

Event description:
The pt was injected on (B)(6) 2011, with 0.8cc of radiesse in the marionette lines and there was some redness. On (B)(6) 2011, the pt contacted the injector to state that she had begun to get red again. On 8(B)(6) 2011, the pt returned to the injector's office an warm compresses applied and massage was performed to try to loosen the product. On 8/11/2011 the pt informed the injector that the warm compresses an massage did not work.